Event description:
Contacted by pt for red heart alarm, display module revealed low speed and flow controller changed out with persistent low speed/low flow state. Ems contacted for transport to local hospital. Subsequently transferred to primary hospital.